Event description:
It was reported during a valgus osteotomy procedure the surgeon began the reaming process. As he was removing the reamer and reamer head after the first pass, the reamer head and the tip of the flexible shaft broke into little pieces at the entrance point. All pieces were removed from the pt as verified on fluoroscope. Surgeon used another flexible shaft and reamer head to complete the procedure. This is report 1 of 2. For the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for mfg revealed no complaint related issues. Mfg eval revealed the reamer head coupling was returned completely broken off; broken off parts were not available for eval. The visual inspection revealed due to the nature of the damage and the missing broken off parts the concerned dimensions cannot be checked. The used reamer head broke at the same time; it is not determinable whether the reamer head or the flexible shaft is the main source of breakage. The device was several yrs in use; which may have contributed to its breakage during a mechanical overload situation. The operating instruction points to the use of the use of shaft in 0.5 mm steps from one size to the other in order to prevent such occurrences. Based on the condition and the eval of the returned device, and the reported event, the complaint is deemed invalid from a mfg standpoint with no detected mfg related fault.